Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that her blood glucose was 189 mg/dl. Customer stated that her insulin pump was over delivering the insulin and she had to suspend it. Customer stated that the insulin pump was programmed to deliver 4.6 units and it delivered 9.6 units. Advised the customer to monitor her blood glucose for potential low. Nothing further was reported.